Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report.

Event description:
It was reported that customer cleared the stuck button alarm and was told to monitor insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unresponsive keypad with stuck button alarm. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.